Event description:
A customer reported the adc meter was dropped and the "yellow part of the port detached from it," and as a result, the customer was unable to perform a blood glucose test. On (B)(6) 2021, the customer lost consciousness however regained consciousness and was able to self-treat with "sugary fruits." No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle optium neo meter was reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc meter was dropped and the "yellow part of the port detached from it," and as a result, the customer was unable to perform a blood glucose test. On (B)(6) 2021, the customer lost consciousness however regained consciousness and was able to self-treat with "sugary fruits." No further information was reported. There was no report of death or permanent injury associated with this event.